Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when attempting to deploy the pipeline it migrated proximal to the aneurysm. As a result the physician attempted to resheath the device to move the whole system forward and cover the neck of the aneurysm but it would not resheath. The product was then removed from the patient and replaced with another of the same model which deployed as expected with no complications. The patient was undergoing surgery for treatment of a distal ica aneurysm. There were no related patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that there was no migration, but rather that the device jumped back when coming out of the ica terminus. It was confirmed that the devices were prepared and flushed per the IFU. The patient had a mild vessel tortuosity.